Event description:
It was reported to philips that the system's geometry module was not working, which can impact geometry movements. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and identified that the detector could not be rotated using the control module. To resolve the issue, the fse replaced the control module. The system was returned to use in good working order and ready for clinical use. The control module was returned for further analysis. Functional testing was performed and it was found that the button responsible for detector movement did not function as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.